Event description:
It was reported that the surgeon felt a malfunction in the prograsp forceps instrument during a da vinci prostatectomy procedure. It was noted that the wire in the base of the wrist had slack. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was found frayed and loose at the distal idler. There was no loose screw or damage wire inside housing. No damage was found on the pulley and clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.